Event description:
A customer reported that following intraocular lens (iol) implant surgery her eyesight was worse distance and near than before her procedure. The consumer also reported her balance was effected and her eye often felt uncomfortable. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was to returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has been rec'd. (B)(4).